Manufacturer narrative:
Submit date on: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states there was no power. The unit was returned to a covidien service center. Upon triage, the service tech found exposed copper wires on power cord. There was no sign of arcing or burning.